Manufacturer narrative:
The product is not available for evaluation; therefore testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. MFR reference # (B)(4).

Event description:
Through social media monitoring, it was identified that following a right eye trabecular micro bypass stent procedure a patient developed a new onset allergy from an unknown origin. Per report, the patient believes it could be due to the postoperative eye drops. Iop was reported to be good. No additional information provided.